Manufacturer narrative:
The insulin pump was received with cracked case on the display window corners, scratched lcd window, broken reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, she had dropped the insulin pump and now the device had damage in the reservoir compartment. Customer stated due to the damage the reservoir will not lock in place. Customer's blood glucose was 170 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.